Event description:
It was reported that pump battery was no longer charging and later pump would not start even after being plugged in for over two hours with different cables. There was no reported impact to the customer¿s blood glucose level. Customer arranged for device to be returned for evaluation, and distributor provided replacement pump; no additional information was received regarding the outcome of the event.